Event description:
It was reported that the monitors on the 2600 system intermittently flicker during a case. The 2600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The wiring connections were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.